Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having an issue with the insulin pump, which lead to hospitalization. No other details of the incident given. The customer will be returning the insulin pump.